Event description:
On (B)(6) 2013, the distributer contacted animas and reported a frequent "loss of prime" issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: investigation revealed no loss of prime during evaluation of the pump. A review of the pump history revealed loss of prime with non-zero force. Unrelated to the complaint, the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.